Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during multiple coronary artery bypass procedures over the last few weeks, four brand new ua-5001 drives jammed after opening the pt's chest. The staff had a hard time removing the devices from the chest with their hands. Replacement devices were used to complete the procedures. No pt complications were reported by the hosp. Since it is unk when the cases occurred or how many failed in each case, all four drives will be tracked in this one case. This report is for the fourth device.